Event description:
Same event as MFR report #: 2134265-2008-00424. It was reported that during a carotid stenting procedure, deployment difficulties were encountered. The 95% stenosed and moderately calcified lesion being treated was located in the mildly tortuous proximal left internal carotid artery. The lesion was 20mm long and 5.0 mm in diameter. A filterwire ez embolic protection device was advanced in the vessel. The lesion was predilated with an unk balloon resulting in a 40% stenosis. The carotid wallstent was then advanced to the lesion, and before the stent could be deployed "the stent delivery system got caught and it was not possible to fully deploy or recapture the stent". Following attempts to recapture this stent, the pt suffered a stroke, initially due to flow limitation due to debris in the filterwire and subsequently due to a distal embolization. Another of the same devices was then successfully deployed. The pt experienced a prolonged hospital stay due to the stroke; however, no further info is available regarding the pt status. The pre-procedure medications were asa and clopidogrel.